Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device was not implanted. The physician has watched the lead connection video posted on the company's website, and as indicated, the recommended methods were applied. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. Analysis is pending.